Manufacturer narrative:
Device history record for lot number 60530 was obtained and reviewed. All in-process testing gave acceptable results. Sample was carried out and approved according to sp medical control specifications and quality review. No ncrs noted for this lot. No reworks carried out on this lot. No capas linked to this lot. Complaints log reviewed for similar complaints since 2014, no similar complaints received on these dantec needles.

Event description:
Customer reported that doctor had stuck himself with a used needle. After using the needle on the patient the doctor was trying to cover the needle point and the needle poked through the sheath as it was bent.